Event description:
Customer reported, the insulin pump alarmed button error and was unable to clear it. Customer's blood glucose was 84 mg/dl. Customer was programming a bolus and it was low so customer did not require any insulin. Customer pressed the act button, then the device alarmed. Customer was going through bolus wizard when alarm occurred. Customer was advised to discontinue use of the device and revert to back up plan. Customer had new device just needed programming, she denied assistance. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.